Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to the return of the device at heartsine in (B)(6) 2013. The investigation did not confirm the fault reported by the customer that the software would not upgrade and further to this there was no evidence in the data obtained from the device to indicate that an attempt had been made to upgrade the device. The device was successfully upgraded at heartsine from 2.0.8 software to 3.2.0 software. A replacement unit was sent to the customer within 24 hours. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. The device malfunctioned because the software failed to upgrade.